Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 19685055, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the <product> revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients stimulator has been shocking her. Swelling was noted around the battery site and felt it was hot. The patient was also reported dizziness when the amplitude was increased. The underwent an ipg and lead explant procedure.